Event description:
The customer reported that when introducing the screw into the tunnel during acl reconstruction surgery, its thread damaged. Customer claimed that all rules were kept in determining the correct introducing tunnel. No adverse consequences were reported as a replacement screw of the same size was available.

Manufacturer narrative:
Suspected root cause: a dilator had not been used and / or the bone quality was particularly hard.